Event description:
It was reported that the pt has been experiencing pain since the surgery in the left leg going up the thigh to the hip. Pt stated that she has trouble walking on hard surfaces, walking up and down the stairs, and needs to hold on to something while doing so. Pt is also experiencing pain while lying down and tenderness in the leg. Pt stated that her cobalt blood level is 23, and the chromium levels are 6.2. Pt stated that the right knee is swollen and aspiration on the right hip was done, fluid was taken out. Pt stated that she is scheduled for revision surgery on the left hip (B)(6) 2012. Pt stated that her surgeon will perform a revision surgery on the right hip three months after the revision on the left hip.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.